Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the system was found to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively while navigating and delayed the surgery by 2-3 minutes. It was reported that the pentero microscope bracket was not tracking and showing as disconnected in the instrument task. The equipment task had a green line between the navigation device and the pentero. Re-adding the bracket to the instruments and rebooting the system did not resolve the issue. The surgeon continued by navigating the scope probe. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation was initiated, but the issue could not be reproduced. The system functions as designed.